Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer regarding a patient receiving clonidine (881 mcg/ml at 441 mcg/day), bupivacaine (19.8 mg/ml at 9.9 mg/day), and sufenta (330 mcg/ml at 165 (mcg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 the hcp reported that today the patient had a pump refill and the actual residual volume (0 ml) was less than the expected residual volume (5 ml). There had been no previous volume discrepancies at refills. A couple of weeks ago, the patient was complaining of increased pain. Per the hcp, the patient did not have any overdose symptoms and there was nothing remarkable about the last refill. At the last refill, they had used ultrasound to assist in the refill. Per the hcp, there were no programming errors, no pocket fill, or patient access of the pump. They refilled the pump; programmed it to minimum rate mode; and planned to replace the pump in the future. Additional information was received later on (B)(6) 2019 from the patient who reported that she was having knee surgery in 3 weeks which was unrelated to her infusion system. Per the patient she had return of symptoms and ¿fibro pain¿ and she was hurting terribly; she had not experienced this in over 10 years. Initially she stated that the return of symptoms started in (B)(6) 2018, but then stated the ¿fibro pain¿ increased 3 weeks ago. She stated that recently she had increased pain in her upper body, clavicle, shoulder, going down her arm, and her finger goes numb. Per the patient, she was back on oral medication and it just was not the same. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient¿s weight was (B)(6). The patient was waiting for surgery date.